Event description:
The reporter indicated the surgeon implanted an 12.6mm micl12.6 implantable collamer lens, -09.00 diopter, in the patients left eye (os) on (B)(6) 2013. The lens remained implanted. The patient would like to have the lens removed and replaced with a toric icl implantable collamer lens to correct her astigmatism. Additional information has been requested but none has been forthcoming.

Manufacturer narrative:
Weight: unk. Ethnicity: unk. Race: unk. Date of event: unk. Expiration date unk. Explant date: unk. Manufacture date: unk. Claim # (B)(4).

Manufacturer narrative:
Corrected data: h6- medical device problem code: 1494- off-label use (acd<3.0mm). Claim# (B)(4).

Manufacturer narrative:
Additional data: b5: the lens was explanted on (B)(6) 2022 and was replaced with a vticm5_12.6 lens. The problem was resolved. The patient desired exchange of non-toric icl from many years ago, prior to toric icl approval, to a new toric icl. There was no issue or concern with the micl lens other than her residual astigmatism. A2: age at time of event - 24. Claim # (B)(4).

Manufacturer narrative:
Claim# (B)(4).